Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s screen bezel was separating, allowing the housing to open and be snapped back together, while the device continued to function; the issue was associated with the display component and characterized as a loss or failure of bonding. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with bonding failure affecting the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.